Event description:
Caller reported a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, guiding the caller through the process. After the pump was reset, the cgm error no longer appeared, and the caller successfully started their sensor session.